Event description:
Mechanical feeding pump failure approx 3/13/94 about 1300 hrs. Malfunction noticed on 3/16/94 at 0830 hrs after manually calculating and monitoring amounts in ml infused per hr via gt. Discrepancy noted after 2 hrs of continuous monitoring indicated that machine delivered 30 ml more than what was digitally registered on display window of pump. Upon investigation of amount of formula (bottles) that was used; it was noted that 64 hrs had passed and a total of about 1900 to 2000 ml extra were administered to resident.